Manufacturer narrative:
The insulin pump was reprogramed with a bolus of 5 units; the bolus history was reviewed and the 5 units were shown in the bolus history file. No unexpected bolus stopped alarm was noted. No button error alarm was noted. All buttons functioned properly; however the unit had moisture on the keypad traces. The insulin pump also had a cracked reservoir tube, missing end cap sticker, cracked battery tube threads, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and alarmed bolus stopped unexpectedly. The customer's blood glucose was 160 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.